Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection demonstrated a damaged fixation. The helix was found cut off and was not returned for analysis. Further inspection revealed several explantation damages such as cuttings in the insulation and deformations of the inner and outer conductor coil. The distal part of the lead was partly pulled out of the ring electrode. As the root cause of the observed damages, tensile forces applied during the explantation procedure should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the physician attempted placing this lead in the atrium several times however this lead kept on dislodging. The lead helix was operating normally without any tissue lodged in the helix mechanism but it was observed that the patient's atrium was extremely large with lots of scar tissue. The physician stated there was nothing wrong with the lead but decided to use a competitor lead instead. This lead was never in service. No adverse patient effects were reported.